Event description:
Information was received indicating that an air leak occurred to a smiths medical portex® blue line ultra® tracheostomy tube. It was reported that no anomaly was observed during pre-use check. There were no reported adverse effects.

Manufacturer narrative:
Investigation completed on portex tubes blue line. P/n (B)(4) returned and visualized along with inspection. Visualized with no discrepancies. When testing was done after submerged in water, a small leakage was detected with a small tear. The engineering process did not reveal any discrepancies with these model and the device passed 100% before it was released. The cause is believed to occur after leaving the site and usage on patient. Precheck did not reveal any problems, as occurred during procedure . As preventive action, manufacturing personnel were notified by the supervisor and quality engineer on (B)(6) 2020 about failure mode reported by the customer.

Event description:
Investigation results completed on a smiths medical portex tubes blue line . Summarized in h 10.